Event description:
No additional event information.

Manufacturer narrative:
Follow up report. (B)(4). The reported device was returned to the product surveillance team for examination. The reported event can be confirmed. The welding at the t-handle of the device has fractured, but does not fall off. There is however a slight wobble or play to be felt in the t-handle. The received pictures also confirm the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends review of complaint history found no additional related issues for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed. This instrument was manufactured in 2007. It can be assumed that this instrument has been used multiple times over the course of these 18 years and has subsequently undergone the full cleaning process each time. What exactly contributed to the issue on the welding cannot be identified precisely after 18 years. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: canada. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the junction between the t-handle and the stem of the rasp has come undone. No debris left nor fell in patient however. Attempts have been made and additional information on the reported event is unavailable at this time.